Manufacturer narrative:
Based on the claim against the product by the customer noting power issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the e100 power cord and fixed the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the e-100 was not turning on during procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 was not turning on. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to confirm that the power cable was securely connected at both ends, and the customer verified that it was. The technical support engineer then had the customer try flipping the breaker switch on the e-100, but the device still had no power. The technical support engineer suggested that the customer connect the vessel sealer to the integrated electrosurgical unit (iesu/erbe). The customer had already done this and continued with the case. The procedure was completed with no reported injury.